Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was evaluated, cleaned and regreased. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system made a popping noise and then stopped working. A re-boot was required to restore functionality. There is no report of injury or death associated with this event.